Event description:
Customer reported receiving inaccurate high readings. In blood glucose tests customer received readings of high and 3.3 mmo/l within 10 mins. There was no report of death, serious injury or mistreatment.